Event description:
The customer reported that she was taken to the emergency room due to diabetic ketoacidosis, and a blood glucose reading of 800 mg/dl. The customer was also vomiting. Troubleshooting was not possible as the doctor walked into the room during the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.